Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a chordae rupture was discovered during a mitral and tricuspid valve surgery. The rupture was repaired. It was not known if the rupture occurred during a previous procedure where a leadless implantable pulse generator (ipg) was placed. The patient was a participant of the (B)(6) study. No further patient complications have been reported as a result of this event.